Event description:
According customer the bed was in use with (B)(6) pt. When the pt was turning onto his left side, it was noticed that the bed or the platform of the bed tilted to the left side. The bed did not fall over. The pt was not injured. The bed was taken out of svc.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh med beds div. (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.